Event description:
My daughter has taken 4 quidel quickvue antigen tests, they have all come back positive. Her tests had all had a tinge of blood on the swab tip. She has taken 3 rt pcr tests from 2 different pharmacies that have all come back negative. She's swabbed herself in my presence for all tests. Im at a loss of what is happening, I am following the test instructions to a t. Her pediatricians guidance is to isolate her and treat her as positive. She is eligible for the vaccine on her birthday (B)(6) and I am really confused by these test results. She had a sore throat, runny nose but pollen has been super high here. She has been running warm at night 99-100 but otherwise says she feels fine. FDA safety report ID # (B)(4).